Event description:
The reporter indicated that total loss of ventricular capture, and intermittent loss of ventricular sensing was observed. The rep was notified, and no further info has been obtained.